Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and four linear openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening and four opening striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Four opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.